Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) heaters were taken from the current production p/n 425-00 concha neptune lot # 73j170007n, and functionally inspected, and during the test issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted. Revision of fmea-08-037 rev 05 was performed and the failure mode is already included. No update is required. Customer complaint cannot be confirmed. Corrective actions cannot be established. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect reported. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the unit is not working properly." "The unit is not heating." Alleged issue reported as detected prior to use during inspection/functional testing. It is unclear if the reported issue occurred in the clinical setting. There was no report of patient involvement. No report of patient harm or delay in therapy.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was also performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
Customer complaint alleges "the unit is not working properly." " the unit is not heating." Alleged issue reported as detected prior to use during inspection/functional testing. It is unclear if the reported issue occurred in the clinical setting. There was no report of patient involvement. No report of patient harm or delay in therapy.